Event description:
Call from rn (B)(6) who states that curlin pump keeps displaying system out. Unable to do anything else on the pump, no other button works. She tried taking batteries out and putting them back in same issue. Product available for return. Unknown if patient missed dose or experienced any adverse event. Reported to (B)(6) by pt/caregiver.